Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited oversensing of signals on the rv lead along with pacing inhibition greater than 2 seconds duration. The signals were oversensed as a ventricular tachycardia (vt) episode. It was indicated that the patient is pacer dependent. Pacing threshold and impedance measurements were stable. The signals were noted to be regular. The physician suspected the cause to be the release of air bubbles. A boston scientific technical services (ts) explained release of air bubbles don't usually occur so late after implant. No source of electromagnetic interference (emi) was identified. Additional information from the field representative indicated that the sensitivity was adjusted and no further episodes have been detected since. The system remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.